Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flush. The customer blood glucose level was unknown. Customer stated that insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however a33 alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed.